Event description:
It was reported that a new ilet user attempted multiple infusion set changes with poor adhesion of inset 6 mm/23 in sets, disconnected from the ilet, administered 26 units of long-acting insulin per prior therapy, and subsequently experienced a dexcom low glucose alert with symptoms; user education, troubleshooting, and referral for additional training were provided. Symptoms included dizziness, blurred vision, and sweating consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without loss of consciousness, seizure, medical intervention, or hospitalization. Investigation included user interview, device use review, and review of training materials. Investigation of this case revealed no device malfunction was identified, the user performed supply change steps correctly, infusion set adhesion issues were reported, and sensor readings later showed a sensor error. It was concluded that the hypoglycemic event was of unclear cause in the context of recent disconnection, long-acting insulin administration, and reported adhesion issues, with user education provided and additional training assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.